Event description:
(B)(4) the tbm states the yellow light will come on intermittently. He states once the yellow light comes on, it will eventually go back to green. This is a rental unit has 3342 hours on it. No additional information is available per the tbm (B)(4).